Event description:
The customer reported via phone call that they experienced low and high blood glucose. The customer¿s blood glucose level was 537 mg/dl for high blood glucose. The customer¿s current blood glucose value was 390 mg/dl. The customer experienced symptoms such as shaking, sweating, inability to follow simple commands, weakness and couldn't move low blood glucose value. The customer treated low blood glucose value with food. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer was using auto mode at the time of incident. No further patient complications were reported. Customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.